Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the syringe pump module false alarmed for a near end of infusion warning, after the device upgraded to software v9.33.0.50. The pump was loaded with a new 30ml syringe and the clinician configured the near end of infusion (neoi) alarm to 25ml, however the message continued to alarm inappropriately even after the refill. The clinician attempted to use another syringe pump module that had that also upgraded to software v9.33.0.50, and noted the same issue occurred with any pump module for any syringe size less than 50ml (the false alarm did not occur when a 50ml syringe was used). It is the customer's suspicion that when the devices upgraded to software v9.33.0.50, this may have altered the alarm pre-settings to change, and the solution to this issue is probably for biomed to change the pre-settings back so that when syringe sizes less than 50ml are used, the device will not continue to immediately false neoi alarm. There was no patient involvement or impact. Although requested, further information was not provided.